Event description:
On (B)(6) 2023 it was reported by a distributor via sems that an ar-13995n scorpion needle tip broke off when passing suture through the shoulder. The needle tip could not be retrieved from the shoulder. This was discovered during a cuff repair procedure and was completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error due to striking bone or using excessive force to pass the needle through fibrous/calcific tissue.